Event description:
It was reported that a coating issue occurred. A samurai rc guidewire was selected for treatment of the target lesion. During the procedure, the guidewire coating began to come off. The device was removed, and another guidewire was used to successfully complete the procedure. There were no patient complications.